Event description:
It was reported that a healthcare provider contacted support for guidance to perform a factory reset on an ilet device for a user who had been mis-announcing meals, and the agent provided step-by-step troubleshooting and education. No reported symptoms. Outcomes included no reported alerts, alarms, hospital visits, or admissions. Investigation included remote troubleshooting and user education on the factory reset procedure. Investigation of this case revealed that the device functioned as designed and that user operation contributed to the issue, with education provided to mitigate recurrence. It was concluded, based on previously established findings for similar reports, that user-related use error was the most probable cause.